Event description:
It was reported that an interlink continu-flo set had leaked. The leak was noted at a cut in the tubing, near the roller clamp. The customer reported that this happened at the beginning of an infusion of a chemotherapy drug. All of the chemotherapy drug was lost and the patient did not receive their therapy. The patient did receive their medication at a later time. There was patient involvement, however there was no adverse event reported. Additional information was requested and not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.